Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Additionally, a query of the complaint handling database for the reported lot could not be conducted based on the lot number since the lot number was not reported. The cause of reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, based on the information provided it is likely the insertion depth was not adequate when deployment was made. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 2017 removed.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a watchman procedure. Reportedly, the user did not go in deep enough and the prostyle device was deployed in the tissue tract. The whole suture came out when the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to 14f and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 failure to follow steps / instructions.